Manufacturer narrative:
(B)(4). Teleflex has requested additional patient information with no response received to date. The device involved was not returned for evaluation, however from photos submitted it was confirmed the defect reported by the customer "bending in use". A device history record review did not show issues related to this complaint. A record assessment (fmea) was conducted and not update is required. It is necessary to receive the physical sample to perform a proper and thorough investigation to determine the source of the alleged defect reported. Root cause cannot be determined. Corrective actions cannot be established. If the device sample becomes available this report will be updated. Teleflex will continue to monitor customer feedback for complaints of this nature.

Event description:
Customer complaint reads: "doctor found the steel wire deformed/folded during use on patient, impact on the ventilating was severe impacted, operation was delayed. Patient is fine now". No medical intervention was reported.